Event description:
Pegs in acu-loc broke post operatively.

Manufacturer narrative:
Additional medical device reports associated with this event include: 3025141-2013-00029, 00030, 00031, 00032, 00034, 00035, 00036, 00037.